Event description:
New information received notes the patient's right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient status was unknown.

Event description:
It was reported that the patient presented for a follow-up remotely on (B)(6) 2023. During examination of lead, it was noted that the right ventricular (rv) lead was perforating the ventricle. The patient is scheduled for rv lead revision procedure along with generator change. The patient condition is unknown.